Event description:
During a laparoscopic sleeve gastrectomy in the general operating room, the endo gia reinforced reload surgical stapler failed to fire and the jaws locked. The load being used was a black load covered with seamguard. The thickness of the tissue attempting to be stapled was not noted. The stapler later successfully fired a series of black and purple cartridges. There was no harm to the patient. Manufacturer response for endo gia reinforced reload surgical stapler, endo gia reinforced reload surgical stapler (per site reporter): rep was e-mailed and the device was collected.